Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon was missing on the bronchofibrovideoscope. The issue occurred during preparation for use in an unknown procedure (during set up in a room). There were no reports of patient harm.